Event description:
The customer states that the x-ray detectable line is flaking off.

Manufacturer narrative:
A review of the device history record (DHR) for the lot was performed. Zero defects were found during the inspection of the packages. All device history records (dhrs) are reviewed by the shift manager and quality assurance prior to release. For sterilized products, the device history records and the sterilization documents undergo further review prior to release to the distribution center. Prior to a lot¿s release, the lots must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. A photo was submitted with the complaint. After reviewing the photo, the flakes look to be burned material from the element. Investigation of the machines finds that proper cleaning was not taking place within the sponge folding area of the machines, thus allowing burned material to accumulate and to fall into or on the sponges. A quality alert was issued to address containment to the operators in the vistec room. There was a quality stand down with the operators and an additional employee (janitor) was assigned to the vistec room to perform deep cleaning of all machines, as a primary job function and document completion of the end of shift cleaning activity. Trending had been done and found that a corrective and preventative action (CAPA) was required. This CAPA is in the effectiveness stages.